Event description:
It was reported by the customer that the device was leaking water uncontrollably during a sinus procedure. There were no adverse consequences to the pt or significant delays. The procedure was completed with another device.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be completed if the investigation requires. The handpiece is designed to provide irrigation and/or suction at the cutting accessory tip for surgeon convenience. The product's IFU also states, "caution: provide continuous irrigation to the tip of the cutting accessory using the console pump. Continuous irrigation cools the cutting accessory, reduces clogging, and prevents abnormal wear of the cutting surfaces."